Event description:
This 81-yr-old male pt underwent a left hip replacement on 9/13/93, for osteoarthritis of the left hip. He had done well until 4 days ago, 2/11/94, when he noticed a sudden pain and a sensation of cracking in his left hip. An x-ray on 2/15/94, revealed a comminuted fracture of the ceramic prosthetic femoral head. On 2/16/94, the pt underwent revision of left total hip replacement.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.